Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay on one cobas 6000 e 601 module and the elecsys ft4 iii assay on a second e 601 analyzer. No erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay. The sample was initially tested with the elecsys ft4 ii assay and the tsh assay on the first e601 analyzer. The sample initially resulted with a tsh value of 1.25 uiu/ml (reference range = 0.270 - 4.20 uiu/ml). The sample was placed into a sample cup and repeated on (B)(6) -2018, resulting with a tsh value of 1.29 uiu/ml. The sample initially resulted with a ft4 ii value of > 7.77 ng/dl accompanied by a data flag. The sample was placed into a sample cup and repeated on (B)(6) 2018, resulting with a ft4 ii value of > 7.77 ng/dl accompanied by a data flag. The sample was sent to another laboratory and tested on a beckman coulter dxi 800 analyzer on (B)(6) 2017, resulting with a tsh value of 2.06 uiu/ml (reference range = 0.38 - 5.33 uiu/ml) and a ft4 value of 1.05 ng/dl (reference range = 0.5 - 1.51 ng/dl). The field service engineer took the same sample and tested it for ft4 iii on a second e601 analyzer at the customer site on (B)(6) 2018, resulting as 1.40 ng/dl. No adverse events were alleged to have occurred with the patient. The serial number of the first e601 analyzer was (B)(4). The serial number of the second e601 analyzer was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contains an interferent to a component of both ft4 ii and tsh assays. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.